Event description:
It was reported that the patient with this implantable pacemaker was told that it screwed up. However, the clinic confirmed that the device was okay. Although patient is concerned that the device is malfunctioning. Technical services (ts) referred patient back to physician. This device remains in service. No adverse patient effects were reported.